Event description:
It was reported that the user saw three dashes in place of a blood glucose value on the ilet system while using a dexcom g7, without any alert, and was advised regarding temporary connection losses, consistent with intermittent signal loss between the cgm and the responsible device. Symptoms included no reported clinical effects. Outcomes included no reported impact on health, activities of daily living, or medical care. Investigation included troubleshooting and education on connection stability and signal restoration. Investigation of this case revealed that the event aligned with known intermittent cgm communication loss without confirmed device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was likely temporary communication interruption.